Event description:
Reporter indicated that vns patient has experienced an increase in seizure activity since implant. Stimulation was not initiated until approximately two months post-implant. The patient has never been able to feel device stimulation, even when output current was increased to highest setting (3.5ma). Device diagnostic testing was within normal limits, inicating proper device function. Report is incomplete because no reponse has been received to manufacturer's requests for additional information from treating neurologist (via telephone x2, via email x1, via face-to-face visit to office x1). Additionally, device tracking information was not forwarded to manufacturer at time of initial implant.